Manufacturer narrative:
Section a4: patient weight is estimated. Section b3: date of event is estimated. An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. Antibiotics were administered to the patient to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer reference number: 1627487-2024-08333, 3006705815-2024-03077. It was reported that patient experienced an infection at paddle lead site. Patient was given antibiotics. Surgical intervention was undertaken wherein the entire system was explanted with no complications.